Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user alleged that the top screw that holds the brakes in place has broken. MDR filed.

Manufacturer narrative:
(B)(4) - follow up #1. (B)(4) issued mfg report 1531186-2013-00359 with model # as 56560r. The correct model # is 65650r.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user alleged that the top screw that holds the brakes in place has broken. MDR filed.